Event description:
It was reported that there was no value for the temperature. The product was in contact with the patient. They used another kit. Additional information has been requested.

Manufacturer narrative:
Additional information was received on 02sep2015 with the following: upon the description, the pharmacist thinks that the temperature was not displayed at the beginning of its use on the (B)(6) male patient. There was no patient injury. The catheter was implanted on (B)(6) 2015 and explanted on (B)(6) 2015. It was reported that the patient died on (B)(6) 2015 but there was no link with the event reported. To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.